Event description:
It was reported that 15 days post xact stent implantation in the right internal carotid artery, the patient experienced several minutes of right hand weakness and left sided facial drooping, diagnosed as a transient ischemic attack (tia). The patient was rehospitalized. CT and MRI of the head were unremarkable. Treatment included aspirin and plavix. On (B)(6) 2011, the patient was discharged; however, on (B)(6) 2011, another tia was experienced and the patient was rehospitalized. Lovenox was started and plavix was switched to effient. On (B)(6) 2011, carotid angiogram showed a patent stent. There were no further tia's and on (B)(6) 2011, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
(B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of weakness and transient ischemic attack (tia) are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.